Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014 a xience prime stent was successfully implanted in the left main (lm) and another xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery. Balloon angioplasty was also performed in the proximal right coronary artery (rca). Post procedure, on (B)(6) 2014, the patient went into cardio-pulmonary arrest and expired that same day. There was no additional information provided.